Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop large amounts of phlegm. The patient was prescribed antibiotics in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on jul 05, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging patient to develop large amounts of phlegm. The patient was prescribed antibiotics in response to the reported event and patient also alleged difficulty in breathing/short of breath that are related CPAP device's sound abatement foam. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer observed secondary finding and the dust/dirt contamination found at the iso port, on the motor casing/impellers, bottom panel, back panel, and blower box, was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath, suggests a source external to the device. Mineral spots consistent with water ingress were found within the blower box and on the motor casing. Slight black contamination at the blower seal of the blower box appears consistent with the keratin contamination. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirmed the presence of contamination in the airpath and there is evidence of water ingress into the blower box. The manufacturer was unable to address the patient's symptoms.